Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that manufacturer representative (rep) called and stated that a physician, contacted them yesterday to state a couple of patients have presented with a 2703 code on their patient programmer. Rep states this is in general and did not have any patient information, however states one patient is an epilepsy patient. Rep was not with the physician or patient, but requested an email to state what the 2703 code is. Technical services sent email to rep. Rep was not sure when this started. Additional information received from rep confirming cause of error code was impedance issue. Patient was programmed around impedance.